Manufacturer narrative:
(B)(4). Batch # p92906. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that the blade tip was broken before procedure which delayed the whole surgery and caused bleeding, risk to patient changed another device to complete the surgery. No additional information can be provided.